Event description:
Philips received a complaint by the customer on the v60 indicating a device malfunction as the alarm reset and silence buttons were not working. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. Based on the information provided, the device did not meet product specifications. The alleged malfunction impacted the user¿s ability to use the device properly as the touchscreen was inoperable. The customer called technical support to request onsite service as the alarm reset and silence buttons were not working; the touchscreen was not responding properly. No accessories, including third-party devices, were being used that may have contributed to the issue. The remote service engineer (rse) performed troubleshooting with the customer, after which the issue was replicated. The rse then confirmed the customer's contact information and created an onsite work order (wo) for the customer to have the device evaluated and repaired. This investigation is ongoing.